Event description:
It was noticed, when cleaning the unit after the procedure, that the insulation on the distal end had broken off. The breakage was approx 1cm from the distal end and made a semi circle around the unit. Further, the broken piece could not be found. The physician checked the procedure video recording but could not find the broken tip.

Manufacturer narrative:
Info will be provided once the investigation has been completed.